Event description:
It was reported that during a procedure of the mid right coronary artery, the balance middleweight guide wire was used to implant 2 stents. During removal of the guide wire the tip lost rigidity. The device was removed and outside the anatomy the tip coils were noted to be loose about 3 cm at the distal tip. The guide wire was complete and no separation was observed. There was no resistance noted during either advancing or during removal of the guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the distal coils were stretched-out distal to the center solder and the shaping ribbon was separated distal to the core solder; however, the distal end of the shaping ribbon was still intact with the tip solder.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed and the shaping ribbon was noted to be separated. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.